Event description:
It was reported to MFR, by facility, (B)(6), per facility while the resident was in the lift, resident fell out. Per administrator there was two c.n.a.'s operating the lift at time of incident. Resident was taken to the hosp for medical exam - broken nose and fingers were noted during the exam. The lift in question was manufactured around 1995 time frame; which makes it 15+ yrs in service. Facility was unsure how old the sling was but it was also very old; they do not recall ordering anything for a very long time. (B)(4) to get lift and sling back for evaluation.